Event description:
It was reported that during implant the atrial lead could not be inserted into the header of the device. The device was returned and replaced. The patient will continue to be monitored.

Manufacturer narrative:
The reported field event of the inability to insert the atrial lead into the header was confirmed and was caused by epoxy found on the atrial ring spring. The epoxy resulted in the reported difficulty inserting the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.